Manufacturer narrative:
The investigator assessed the event as not related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure, a resolute onyx des was implanted in the obtuse marginal. Approx. 8 days post index procedure, non-stemi was reported. The patient was treated with medication and monitored, with no recurrent chest pain. Repeat angiography was not performed. The patient recovered. The investigator assessed the event as not related to the antiplatelet medication, and unlikely to be related to the index device.

Manufacturer narrative:
Cec adjudicated non q-wave mi (vessel unknown) 3rd udmi spontaneous. If information is provided in the future, a supplemental report will be issued.